Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed but not replicated. In system logs, the 23062 error was found indicating fault on degree of freedom (dof9), confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the dof9 stator was inspected, and no faults could be identified. The complaint was confirmed based on failure analysis. Failure analysis concluded that the dof9 stator is consistent with the reported event and is the potential root cause for this issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there had been engagement failures on universal surgical manipulator (usm1) across two days while using different instruments. Technical support engineer (tse) determined that the issue was associated with the usm1 module and arranged for a replacement unit. No known impact or patient consequence was reported.